Manufacturer narrative:
A follow-up report will be submitte upon completio of the investigation.

Event description:
The customer reported a general system test failure. There was no reported patient involvement.